Event description:
It was reported that the patient had connect power hazard alarm when attached to the mobile power unit (mpu). When brought to the clinic, troubleshooting was performed by attaching the patient to a different mpu along with a power module and had an ongoing connect power hazard alarm. Additional troubleshooting was performed on one battery and one cord, either the black or the white, on the mpu and power module. The patient still had connect power advisory alarms, but this time, only when connected to the mpu. While the patient was using batteries, no connect power alarms were noted. Both the black and white power cords were assessed. The event log file contained abnormal low battery hazard and power cable disconnect alarms which could be the result of damaged system controller leads. The controller was exchanged and no further alarms were noted on the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a3a: sex corrected. Section h6: medical device problem code. Manufacturer's investigation conclusion: the reported event of low power alarms was confirmed with the returned system controller (serial # (B)(6). Data on (B)(6) 2024 was reviewed. The controller event log file revealed atypical low power advisory/power cable disconnect alarms were captured throughout. The atypical alarm events occurred while the power cables were connected to the mobile power unit and power module. The atypical alarms activated because the relative state of charge (rsoc) voltage values decreased to low limit threshold, which is less than expected voltage values (~12.5v and ~ 14v). It was noted the atypical alarm was not captured when both power cables were connected to the 14v batteries/battery clips. The driveline was physically disconnected on (B)(6) 2024 at 11:50:11 and both power cables were disconnected shortly after. These sequences of events appear related to the reported system controller exchange. Visual inspection revealed tape was covering a section of the black power cable. Electrical measurement of the power cables determined the power wires in the black power cable did not pass. The tape was removed after insulation testing and visual inspection revealed the insulation is damaged on the underlying wires. The damaged underlying wires has the potentially to short and result in less than expected voltage values. A root cause that led to the damaged power cable could not be determined through this evaluation. The complaint does meet the requirement of the investigation procedure for a review of the device history records. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low power advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Low power hazard alarm. 1. Connect to a working power source (mobile power unit or two heartmate batteries) right away. See connecting the system controller to the mobile power unit on page 90 2. Call your hospital contact right away if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ under ¿system controller user interface components¿, explanation of the three user interface buttons is outlined. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ under ¿system controller user interface components¿, explanation of the three user interface buttons is outlined. No further information was provided. The manufacturer is closing the file on this event.